Manufacturer narrative:
(B)(4).

Event description:
This device was reported to be in backup mode. The device was reinitialized and remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data was inspected. The inspection revealed that the ICD activated the safety backup mode because it detected an invalid memory content on (B)(6) 2017 at 06:11 a.m. During an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will -by design- activate the backup mode to assure the patients safety. Based on the information available for analysis, the root cause of the invalid memory content was not determinable. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, may have led to the clinical observation. The device data confirmed that the ICD was re-initialized on (B)(6) 2017. An evaluation of follow-up data after re-initialization showed no indication of a device malfunction.